Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose. However, the exact value was not provided. Additionally, it was reported that the customer needed assistance with changing the basal rate. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.